Manufacturer narrative:
(B)(4). Twenty four days after experiencing the peritonitis the patient was hospitalized for the event and was discharged seven days later.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13c13h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. Three weeks after the onset of peritonitis, the patient was hospitalized for a week for peritonitis. The patient was treated for peritonitis with ceftazidime 1 gram daily (route not reported) and gentamicin (route not reported, dosage and frequency unknown). At the time of the report, the cloudy effluent had resolved; however the peritonitis was ongoing. No additional information is available. This is report 4 of 4 for this peritonitis event.